Event description:
It was reported that a file separated during a procedure. The pt was referred to a specialist and opted to have the tooth extracted as a result.

Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, the patient opted to have the tooth extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained product testing and/or DHR review. The device was not returned for evaluation and the lot number is not known for retained product testing and/or DHR review.